Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose level of 46 mg/dl and symptoms of nausea and vomiting. The customer stated that prior to the event, she had left her foot doctor feeling sick and had experienced high blood glucose levels for two days. Programming was correct and troubleshooting was done. The insulin pump passed the fixed prime and the high pressure test. The customer was using an mmt-397 quick-set infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.